Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance low out of range. Technical services (ts) was consulted and explained that no noise was noted. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).